Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, healthcare provider) regarding a patient who was receiving compounded baclofen (50 at 18.023 mcg/day) and dilaudid (hydromorphone) (10 mg at 3.6) via an implantable pump for unknown indications for use. It was reported that the patient presented to the emergency room (ER) by ems and unresponsive on (B)(6) 2024. The pump was implanted on (B)(6) 2024. The ER physician requested the pump be decreased stat to minimum rate. Environmental, external, patient factors that may have led or contributed to the issue included pneumonia. No diagnostics performed. It was unknown if the issue was resolved and the patient's status was asked but unknown. Per the patient's husband the patient took oral morphine 15 mg. The patient's medical history included muscular dystrophy, pneumonia, and chronic pain. The patient's weight was asked but unknown. Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported that the cause of the patient being unresponsive the day after implant was unknown at this time. It was noted the medication was being delivered in an unintentional manner greater than prescribed, but they could not sensibly say if that was the cause of the patient complication. The cause was unknown. On (B)(6) 2024, the pump was placed on minimum rate per the emergency room (ER) physician order and the patient had since passed away. It was undetermined whether the pump was the cause. Additional information was received from the manufacturer representative (rep). It was reported that the patient¿s old pump reached eri on (B)(6) 2024 and eos on (B)(6) 2024. The pump was replaced and the patient tolerated the procedure well without issues. A picture was taken of the old pump settings and they were transferred into the new pump. The session report from (B)(6) 2024 at 07:40 showed dilaudid (10 mg/ml) at 1.442 mg/day as the primary drug and baclofen (50 mcg/ml) at 7.211 mcg/day as the secondary drug for the old pump. These settings were checked by the rep and confirmed by the implanting physician. Consideration of dosing at implant was discussed and it was determined that the managing physician wanted the dose halved, as the patient had been at eri on (B)(6) 2024 and eos on (B)(6) 2024. They took what was believed to be the baclofen dose and halved it from ¿7.4¿ and adjusted the dosing. However, it was the dilaudid dose that was inadvertently adjusted. The session report from (B)(6) 2024 at 07:43 showed dilaudid (10 mg/ml) at 3.605 mg/d as the primary drug and baclofen (50 mcg/ml) at 18.023 mcg/d as the secondary drug for the new pump. A prime bolus of 0.367 ml was started at 08:57 on (B)(6) 2024 (to be delivered over 23 minutes). The rep called the patient the evening of the replacement and the patient complained only of incisional pain. At 22:00 on (B)(6) 2024, per the patient¿s husband, the patient took 15mg of morphine, gabapentin, and amitriptyline to feel better from the replacement procedure. Gabapentin and amitriptyline were not new drugs for the patient. The morphine was prescribed by the managing physician and not the implanting physician. At 7:00 on (B)(6) 2024, the patient¿s husband found the patient unresponsive, narcan was administered on site, and the patient was transferred to the ER. The length of time that the patient was unresponsive prior to being found was unknown. The rep was called and at 10:45 on (B)(6) 2024, the ER physician ordered the pump to be placed to minimum rate and the patient was sent to the intensive care unit (ICU). Anoxic brain injury was suspected. At 2:00 on (B)(6) 2024, a head-only MRI was performed. The pump was checked on (B)(6) 2024 to ensure function, and the pump did not register a stall. On (B)(6) 2024, the patient passed away. The rep was unaware if either an autopsy or toxicology would be done.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software .section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.